Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was implanted with a heartmate 3 left ventricular assist device (lvad) and a temporary right ventricular assist device (rvad) on (B)(6) 2026. The patient was noted with increased lactate dehydrogenase (ldh). Log files were submitted for review. Review of the log files found no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. On (B)(6) 2026, the patient had ventricular tachycardia and an implantable cardioverter-defibrillator shock. Log files sent for review revealed that the event log captured routine events, the vad and peripheral equipment are functioning as intended.